Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose readings, with a continuous glucose monitor (cgm) high of 300 mg/dl and a glucometer reading of 337 mg/dl for several hours, after insulin delivery stopped because the ilet reservoir was not refilled. The user performed a supply change to correct the issue while using an inset infusion set on the stomach and a libre 3+ cgm. Symptoms included hyperglycemia and dry mouth. Outcomes included a minor illness or impairment without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.